Event description:
Initial result for a pt calcium was 12.6 mg/dl. When repeated, the result was 10.3 mg/dl. The incorrect result was not used to guide therapy. The field service rep repaired the instrument by replacing the syringe.